Event description:
Additional information received reported that the x-rays showed the wires had not moved, and the patient was told a revision would be needed. It was not known when the revision would be scheduled.

Event description:
It was reported that the patient experienced a loss of stimulation sensation and therapeutic effect the previous weekend. It was noted that the patient had fallen back somewhat approximately six weeks ago, but stimulation had remained the same until the previous weekend. Impedance measurements were above 10,000 ohms for all electrode pairs, and the patient had no stimulation sensation on any combination at any voltage. The patient was scheduled for an x-ray to look for potential disconnections. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 3708120, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; adaptor model 3550-29, lot# n277625, implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial# (B)(4).